Manufacturer narrative:
H3, h6: the devices, used in treatment, were not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the literature article, "combined intramedullary nail coated with antibiotic-containing cement and ring fixation for limb salvage in the severely deformed, infected, neuroarthropathic ankle.¿ it was reported 5 patients required external fixation modification, requiring medical intervention; the patient¿s outcome is unknown. Per subsequent e-mail, no further clinical information will be provided. Therefore, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any products specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as alignment, injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
On the literature article named "combined intramedullary nail coated with antibiotic-containing cement and ring fixation for limb salvage in the severely deformed, infected, neuroarthropathic ankle", it was reported that 5 patients required external fixation modification, requiring medical intervention. The outcome of each patient is unknown.